Event description:
Device malfunction: guide and catheter separation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, during step 4, the physician pulled back to harvest the suture and met with resistance. The physician pulled harder on the device resulting in the proximal guide and the black catheter separation. The two guide wires and the footplate were removed; however, the black catheter remained in the arteriotomy. A complete cut down procedure was performed to remove the black catheter and hemostasis was surgically achieved. The pt is reported to be doing fine and no reported adverse pt sequelae were reported. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device is being retained by the user facility per the hospital's policy and procedure. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report